Event description:
The customer reported that the spo2 measurement data was incorrect as compared to abg values for a patient death.

Manufacturer narrative:
(B)(4): the customer reported that the spo2 measurement data was high as compared to abg values for a patient who died. The perfusion index (0.3) clearly identified to users that the patient perfusion was not adequate for a valid reading. Based on information received on 09/22/2010, the customer has indicated that the monitoring equipment is not being considered a contributing factor in the incident, as there were other issues with the patient. Philips is in the process of obtaining additional information regarding this incident, and the complaint is still under investigation. A final report will be submitted once the investigation is complete.